Manufacturer narrative:
Corrections: h6 codes.

Manufacturer narrative:
According to the available information the titan touch was implanted on (B)(6) 2019 and revised on (B)(6) 2021 due to defective tubing. Additional information received indicated fluid loss due to mechanical failure of the tubing. Based on examination of the returned product, it was concluded that the abrasion marks noted on the longer exhaust tube and inlet tube of the pump and exhaust tube of cylinder 1 matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time at the tube/strain relief junction of the cylinder. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information info rec'd 4/23/2021: fluid loss due to mechanical failure of the tubing. Prosthesis was implanted approximately 2 years ago, now defective at tubing. Claimed item will be sent for examination once patient has assigned ownership. No other adverse patient effects were reported.